Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced a bump at the back of the head due to losing consciousness. Customer was unable to self-treat and was treated with hypo kit and gluco gel by both a non-healthcare provider and a healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated with retained test. Visual inspection was performed on returned reader, and no issues were observed. The reader did not power on with button depression, strip insertion or usb (universal serial bus) cable insertion. Reader was connected to pc and software and reader was not recognized. Reader was de-cased and internal visual inspection was performed; no issues observed. The returned battery was measured. The returned reader was placed into the reader's pcba text fixture and pressure was to the cpu(central processing unit). The reader did not power on. The reader¿s returned battery was measured using a dmm (digital multimeter) and the results were not within the specification. The returned battery was then replaced with a new unused battery and measurements were within the specification range, however the reader was still unable to be powered on using a button press, strip insertion, and usb cable insertion. Placed the reader with the known good battery into the reader's pcba fixture and applied pressure to the cpu but the reader did not power on. An extended investigation was also performed. Visual inspection was performed on the returned reader and the reader pcba (printed circuit board assembly) using a microscope. There was no signs of damage or corrosion that was observed. The returned reader's y1 crystal was checked using an oscilloscope and found to be nonresponsive. The crystal was then replaced with a known good crystal and the returned reader powered on using a button press, strip insertion, and usb cable insertion. A reader self-test was performed on the returned reader and passing results were observed, indicating that the returned reader was now fully functional. The returned reader's crystal was confirmed to be unresponsive through mix match testing, therefore, this issue is confirmed. The customer did not return charging cable and adapter. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader and kit pack DHR for cable and adapter were reviewed and the DHR showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is based on the customer¿s report of ¿sometime in january¿. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced a bump at the back of the head due to losing consciousness. Customer was unable to self-treat and was treated with hypo kit and gluco gel by both a non-healthcare provider and a healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.